Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of sticky right pedal could not be confirmed. Product did not continually run. Footswitch passed functional testing using a known good control unit and mdu. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a shoulder scope surgery, the right side pedal was sticked causing to continually run unintendedly. A back-up device was available to complete the procedure with neither significant delay nor patient injuries.